Event description:
Information received from the field does not address the patient's clinical status but notes that post atrial lead replacement, an ECG showed no evidence of capture. Atrial and ventricular impedances were >2500 ohms. The pocket was opened and both leads were tight in the connector header. When the leads tested normal through an analyzer, the pulse generator was replaced. The physician reportedly used cautery during the procedure.